Event description:
It was reported, the pt is not receiving stimulation. It has been a year since the pt last used or charged his ipg. The pt's ipg was replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.